Event description:
It was reported that during an aneurysm embolization procedure at the bifurcation of the left middle cerebral artery, the device failed to release even after several attempts and replacement of the detacher. The product was replaced without incident and the procedure was successfully completed. The patient condition outcome was great.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
The investigation found the returned web system to be in good condition. However, the unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength.

Event description:
It was reported that during an aneurysm embolization procedure at the bifurcation of the left middle cerebral artery, the device failed to release even after several attempts and replacement of the detacher. The product was replaced without incident and the procedure was successfully completed. The patient condition outcome was great.